Manufacturer narrative:
The insulin pump was received with a completely cracked and bleeding display glass, minor scratches to the display window, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and dented case. The functional testing could not be completed due to damage to the liquid crystal display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump fell out of her pocket and became damaged. The screen was cracked with blue lines. The blood glucose reading was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.